Manufacturer narrative:
Evaluation summary: as a result of the investigation during the repair, an abnormality was found in the ccd, so it is assumed that the image abnormality was caused by it. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h3: device evaluated.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax loaner video scope eg29-i10. In the event reported, it was stated that there was no video image, the user stated image not showing up when plugged in during pre-inspection. The anomaly was discovered in the procedure room before use. There was no adverse event reported with this complaint. The loaner device device was returned to pentax for further evaluation on service order (B)(4). The device is currently pending evaluation. A review of the service history indicates the device was routinely serviced at a pentax facility. On 06-oct-2021, a device history record (DHR) review for model eg29-i10, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 01jul2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.